Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the electrosurgical generator esg-400 did not generate plasma crown after recent preventative maintenance. Inspection and testing of the returned device found the high voltage power supply (hvps) board was defective. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the high voltage power supply (hvps) board was defective and gave a e433 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the investigation results, the following are possible cause of the reported error code e433: 1) malfunction of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2) the user operates the footswitch while the generator is booting (temporary error caused by the user). 3) defective foot switch (temporary error). 4) defective foot switch (temporary error, defective reed contact). 5) defective cable connection between the hvps board and generator board (temporary or permanent error). 6) defective cable connection for the output signal between the generator board and relay board (temporary or permanent error). 7) defective current transformer on the generator board (permanent error). 8) defective impedance transformer on the generator board (permanent error). 9) defective peak rectifier on the generator board (permanent error). 10) insufficient output voltage due to poorly switching hf output stage on the generator board (permanent error). 11) no or insufficient supply voltage from the hvps board (permanent error). 12) defective motherboard (ntc1, permanent error). 13) defective motherboard (adc, permanent error). 14) defective tvs diodes on the relay board (permanent error). 15) defective transformer tr1 on the generator board (permanent error). 16) defective hvps board due to short circuit of the mos transistors (permanent error). However, a definitive root cause for the malfunction of the hvps board could not be established. Olympus will continue to monitor the field performance of this device.